Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: moisture was found in battery compartment and inside the pump. The display screen was still functional. The moisture ingress was a result of a leak due to a battery compartment leak.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was blank and that there was evidence of moisture behind the display and in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.